Event description:
It was reported that a malfunction alarm occurred. The customer resumed normal insulin therapy after pump reset. Customer¿s blood glucose (bg) level was below 54 mg/dl, due to unknown cause. The customer consumed carbohydrates to address the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.